Event description:
It was reported the patient has never experienced effective stimulation. The patient's scs system was explanted during a back fusion surgery. Note the patient received four leads from the same lot number as part of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.